Event description:
A medical information representative sent a communication to baxter corporate product surveillance to report a lav solution set that had the spike snap off. The customer has stated that the break had occurred during spiking of the bag, when the patient was not connected to the set. There were chemotherapy solution bags used (company unknown) and a sodium chloride solution bag (baxter bag) used. The customer stated that the spike had broken in half, where half of the spike is in the bag and half attached to the drip chamber. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A sample was received and the problem was confirmed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). A visual inspection identified that the spike had broken off inside the administration port of the solution bag, with the break occurring near the base of the of the spike. The root cause is undetermined. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.